Event description:
It was observed during the device inspection, that the subject device exhibited the air/water cylinder had foreign objects, air/water tube had foreign objects and burn on plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the foreign material was confirmed however, the type of the material was unable to be identified. The root cause of the material remained in the device could not be further specified. Olympus will continue to monitor the field performance of this device.